Event description:
It was reported that a "complication occurred in the decortications process at the t8 facet and edge of the lamina; the tool caught and skipped rapidly medially, which created a dural tear." It was noted that the pt suffered a spinal cord injury.

Manufacturer narrative:
The device is not available for eval. All further communication will be handled by our legal department.

Manufacturer narrative:
Additional information was received identifying the concomitant products.